Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer reported receiving false low alerts, around 30 mg/dl and 50 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported the sensor was damaged upon removal from their body. The customer also reported experiencing high blood glucose because the insulin pump was suspended from the false low readings. It was also found a bad sensor alert occurred on the insulin pump. Customer's blood glucose was 230 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.